Event description:
It was reported that the right ventricular (rv) lead measured high impedance. It was noted that the impedances have been somewhat elevated for years. Capture thresholds also increased during the same period. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4058m52, lead, implanted: (B)(6) 1993. (B)(4).